Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed) and blood was noted in/on the helix/lobe mechanism and sleeve head. The inner tubing was kinked/buckled, the tip seal was observed to be out of position and there was apparent explant damage. The analyst noted the stylet was able to be inserted into the lead; however there was considerable resistance due to dried blood. There was a large amount of dried blood in the distal conductor preventing proper torque transfer when the is-1 pin is rotated.

Event description:
It was reported that the right ventricular lead exhibited high impedance measurements and low sensing at the time of implant. After being implanted, the thresholds increased and it was suspected the lead had dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.